Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the pt's hip implant makes "pecking" and "popping" type noises, and has exhibited the symptoms of a loose implant. Upon information and belief, she has suffered loss of muscle mass. It is further alleged the pt was advised that test results showed elevated levels of cobalt in her blood.